Event description:
Boston scientific received information that the patient with this pacemaker (the pacemaker device model serial number is unknown) went into the emergency room (ER). While at the ER a holter exercise was performed and the patient experienced induced lightheadedness spells. The device was re-interrogated and normal device functions were found. The patient was advised by a health care provider to follow up with their physician. A boston scientific technical services (ts) was contacted and reviewed the EKG strips. After review of the strips, an atrial loss of capture was suspected and wide complex beats. The duration of loc is unknown and the patient has been lost to follow up. At this time the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report should further information be provided.